Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two after device was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
Additional information was received and noted the cause of death was pneumonia and the patient did not want "any heroic measures". The death is noted to be unrelated to the device system.

Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately two months after device was replaced. The cause of death has been requested and not received.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately two after device was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Addrl1 implantable pulse generator (ipg), implanted (B)(6) 2012; 4076 implantable pacing lead implanted, (B)(6) 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.